Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Once a photo sample was returned and evaluated it was determined that this is not a bd manufactured device and a reportable event had not occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a case involved with the catheter kit: the sterile scissors inside showed contamination resembling oil stains.